Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was with her friend, sleeping. The patient was sweating and incoherent as her friend tried to wake her up (no loss of consciousness confirmed). Her friend called 911 at 5:00 am. The sensor failed. The paramedics arrived and the bgm was 40 mg/dl. They treated the patient with juice, a banana, and bread with peanut butter, and stayed with her for an hour until her glucose went up to normal. There was no injection administered, but something was put on her mouth that paramedics ¿always carry¿. The patient was brought to the hospital as the bg reading stayed at 40 mg/dl. The patient arrived at the hospital and "couldn't get her temperature", so they brought a big plastic blanket thing filled with warm air and finally got a temperature reading. She wasn't able to verify the bg reading when she got to the emergency room, no treatment or medication. They only took a sample of blood and said everything went back to normal, except the kidney function was a little bit low, which was why no medication was given. The doctor's diagnosis was hypoglycemia. The patient stayed at least 5 hours and got released with a bg reading of 172 mg/dl. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.